Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for hemodynamic support using the impella cp device. During support, the patient was suspected as enduring hemolysis due to urine color. Haptoglobin was delivered as treatment.